Event description:
Welch allyn factory service identified excessive noise on the ECG waveform during device testing. No patient involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.